Manufacturer narrative:
Findings: unit received with stripped battery cap coin slot(p), stress cracks on battery tube threads, cracked display window corners, scratched lcd window, cracked reservoir tube lip, and broken belt clip slot.(B)(4)

Event description:
It was reported that the customer was unable to remove the battery cap. Customer stated that she attempted using a flat head screwdriver but it just keeps slipping. Customer's blood glucose level was 86 mg/dl. Customer has 1 bar left on the battery icon. Insulin pump will need to be replaced. No additional information provided.